Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized due to experiencing diabetic ketoacidosis (dka) and a blood glucose (bg) level ranging between 298-317 mg/dl. Suspected cause of dka and bg was that the pump was "buzzing" and not delivering insulin. Medication for vomit control was received and insulin was adjusted at the hospital. At the time of the report, the customer remained hospitalized and had no permanent damage. Reportedly, the customer reverted to manual injections for insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.